Event description:
Complainant alleged that the clinicians were treating a pt. The clinicians defibrillated the pt twice previously with electrodes that had been on the pt for eight hours. Upon the clinicians' third attempt to shock the pt, the device would not charge. They turned the device off/on, and again tried to charge the device, but the device did not charge. The clinicians then successfully shocked the pt using the device paddles. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The facility's biomedical engineering dept was unable to duplicate the reported malfunction.